Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned for evaluation. Investigation is process. Note: manufacturer attempted to contact customer on several occasions to ensure the replacement products resolved the initial concern -unable to establish contact with customer.

Event description:
Consumer reported complaint for hi blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer does not know his blood glucose test result range. The customer feels well and did not report any symptoms at time of the call. Wife stated the day prior customer had not been feeling well and had been having an issue with his vision. Customer had gone to the emergency room; customer's blood glucose test result when at the emergency room was 420mg/dl (fasting/non-fasting was not disclosed). Customer was diagnosed with hyperglycemia. Customer also had a skin rash that was possibly infected. Customer was treated with insulin, IV fluids and metformin. Upon discharge customer had been advised to follow-up with his doctor. During the call, a back to back blood test was not performed by the customer. Customer stated the product is stored in her purse; test strips are expired - the manufacturer¿s expiration date is 04/30/2019. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 06-july-2021: h10: expired test strips were returned for evaluation - unable to test. Meter was returned for evaluation. Product testing was performed and no defect found added most likely underlying root cause: mlc-012: product expired.